Manufacturer narrative:
The insulin pump was inspected and no brown marks found at battery compartment. The insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. The reservoir compartment is chipped on the top and the battery is burned out. The blood glucose reading is 258 mg/dl. The insulin pump will be replaced. Nothing further reported.